Manufacturer narrative:
(B)(4). Customer inquiry about the hi result and declined a replacement product. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of hi results. (B)(6) (pharmacist) states that the patient came into the pharmacy and wants to know what hi means on the meter. I reviewed with customer what hi means and why it may occur. Patient did not want to give her name and information and did not want to troubleshoot the meter or get the meter replaced. (B)(6) ( pharmacist) states that patient states she will try to run another test later and states that the patient seems to be feeling fine. Pharmacist confirmed the customer is using the trueresult product. Pharmacist did not disclose any information regarding the customer's replacement as requested by the customer. Customer declined a replacement, so no replacement product will be provided to the customer.